Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 690r30 heart ring; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had loss of cardiac resynchronization therapy due to oversensing. The implantable cardioverter defibrillator (ICD) had electromagnetic interference (emi) oversensing. It was surmised that the emi was due to interference from the patient¿s left ventricular assist device (lvad). The device remains in use. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had t-wave oversensing (twos). The lead had diminished r-wave sensing and the pacing impedance dropped notably with an impedance out of range warning. The lead was reprogrammed and the lead issues were resolved. The lead continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.